Event description:
A malfunction was reported with the pump, specifically a momentary power loss to the vibrator motor, indicated by malf 12 code. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump and instructed the customer to put the pump into storage mode before returning it with a pre-paid label, which the customer acknowledged. Customer will continue using the current pump as a backup therapy until the replacement arrives.